Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the wrench kit would not sit appropriately within the atrial set screw. The wrench kit was used on the ventricular port where it worked just fine. Upon visualizing the atrial sets crew, it appeared the sets crew was off center within the device. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.